Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly and unraveled. The pe fibers were fractured at its proximal end. The proximal constrain sphere was detached from the embolization coil. The embolization coil and non-penumbra pusher wire were stuck together inside the non-penumbra microcatheter. The pod pc pusher assembly was not returned for evaluation. The returned non-penumbra catheter was ovalized at approximately 123.0 cm from the hub. The catheter was stretched approximately 115.0 cm ¿ 121.0 cm from the hub. Conclusions: evaluation of the returned pod pc revealed that the embolization coil was detached from the pusher assembly. This type of damage typically occurs due to forceful retraction of the device against resistance. The non-penumbra microcatheter used in the complaint was returned for evaluation and had a distal ovalization on the catheter. This ovalization may contribute to the reported resistance experienced during the procedure and cause the embolization coil to detach within the microcatheter. During functional testing, a demonstration pod pc was unable to be advanced through the non-penumbra microcatheter due to the distal ovalization. While retracting the demonstration pod pc from the catheter, resistance was encounter and the embolization was detached within the catheter. Further investigation revealed that the guidewire and the embolization coil were stuck inside the non-penumbra microcatheter, the pe fibers were fractured at its proximal end, the embolization coil was unraveled and the proximal constrain sphere was detached from the embolization coil. These damages were likely incidental to the complaint and could have occurred during attempting to remove the detached embolization coil from the non-penumbra microcatheter. The pusher assembly was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in feeder vessels of the hypogastric artery using pod packing coils (pod pcs), ruby coils, a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing a pod pc through the microcatheter. The pod pc was resheathed and set aside. The same microcatheter was then used to successfully deliver a ruby coil to the target location. Upon re-advancement of the same pod pc through the microcatheter, the physician experienced resistance and realized that the coil had detached while it was halfway in the vessel and halfway in the microcatheter. Therefore, the pod pc and microcatheter were together removed from the patient. The procedure was completed using a new microcatheter and two ruby coils. There was no report of an adverse effect to the patient.